Manufacturer narrative:
The device has not yet been returned to the maquet cardiac surgery for evaluation. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was observed that the wire was bent on the vasoview hemopro 2. This was observed when the device was taken out of the package. A replacement device was used to complete the procedure. The device was not used on the patient. The hospital did not report any patient effects.